Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an "event" that brought them to the intensive care unit (ICU) with an altered mental status. It is unknown if the patient had a possible syncopal episode or a possible seizure. The physician believes the patient had seizures unrelated to implantable pulse generator (ipg) performance. It is possible the device exhibited a pacing issue. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.